Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient had not had a bowel movement in 48 hours. Patient was having more bowel movements and when they went up to 2.3, they felt stimulation in their legs and toes, their toes curl and it was uncomfortable. Patient was feeling down advised they were meeting the goal based on the information, they provided, they would meet with doctor today and would discuss a program change. Patient was taking antibiotics and had stopped and felt that they might have caused issues and for them to have bad days which caused them to be down one day. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.